Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 a dynamic hip screw (dhs) plate, lag screw and four cortex screws were all removed from the a patient due to nonunion. There was no damage to dhs plate or four cortex screws. The lag screw was broken. The plate, broken lag screw and cortex screws were safely removed and revised with another synthes dhs implant. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.